Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: occlusion of device or native vessel.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with gore® excluder® aaa endoprostheses. After the devices were implanted, an angiography showed good flow in the legs. The physician finished the procedure. After the procedure, the patient experienced acute occlusion of the bifurcation of the common iliac artery and femoral- femoral bypass surgery was performed to treat the occlusion on the same day. The patient tolerated the procedure. The physician reported the bifurcation of the left common iliac artery was narrow, and it might have been occluded by plaque shift in the left iliac artery.